Manufacturer narrative:
Currently, information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up will be sent. No further complications have been reported. The patient had two plates implanted. See 1032347-2009-00035 for the other part number.

Event description:
It was reported the patient had 2 l shaped mandibular plates implanted about 1 1/2 years ago. Revision surgery was performed on (B)(6) 2009, to remove the broken l plates.